Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced an alert 60 bluetooth communications error, with repeated alerts persisting after restart attempts. Additionally, the device exhibited a blank screen, persistent low-battery warnings while connected to a charger, and continued restart alerts after being temporarily submerged and used in an environment with reported power issues. The device subsequently failed to power on and required replacement. No adverse clinical effects were reported, and there was no impact to blood glucose. At the time of this report, a device investigation has not yet been performed; a supplemental report will be submitted following physical evaluation.